Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, vomiting and abdominal pain. The cause of the peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with injection vancomycin (1gm, every 4 days, intraperitoneal, discontinued) and injection ceftazidime (1gm, once daily, intraperitoneal, discontinued). On unknown date the patient was treated with fluconazole tablet (200mg, once daily, oral, ongoing) for peritonitis. On an unknown date, the patient was recovered from the peritonitis; however, the patient remains hospitalized. On an unknown date, pd therapy was stopped, the pd catheter was removed, and the patient was shifted to hemodialysis (ongoing). No additional information is available.